Event description:
The dentist reported that this screw fractured and was removed.

Manufacturer narrative:
This 3i product was discarded by the dentist, therefore a physical investigation could not be performed and the complaint could not be verified. No conclusion can be drawn. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.